Event description:
Quill srs was used in (7) total hip arthroplasty procedures. The surgeon performed a dual layer closure of the capsule and intermediate layers. The surgeon stated that for purposes of wound security, he tied knots in the product instead of taking the recommended backstitch to lock the device in place. This practice contradicts the precautions stated in the instructions for use (IFU), which indicate that "tying of knots in quill srs will damaged the barbs and potentially reduce their effectiveness..." Additionally, the IFU states that "a backstitch or bite of tissue lateral to the end of the incision is require to lock the device in place..." Approximately two (2) to three (3) weeks post surgery, the patients developed hematomas and dehiscence which required surgical intervention for drainage and secondary closure.

Manufacturer narrative:
Three (3) lot numbers were reported for the model number: lot#: m334370, MFR date: 3/2008, exp date: 3/2010, lot#: m360690, MFR date: 3/2008, exp date: 3/2010. As of the date of this report, the surgical specialities facility in reading, pa has not received any complaint product for evaluation. Complaint product has not been received for evaluation. No product evaluation can be performed. Relevant portions of the device history record (DHR) were reviewed for the finished good lot numbers reported. No relevant findings were noted during this review. Results/conclusions: complaint product has not been received for evaluation. A review of the DHR yielded no relevant findings. Furthermore, as described, the user's technique was no congruent with the quill srs instructions for use (IFU), which may have contributed to this event. Dr was sent information which illustrates the proper technique for using the quill srs.